Event description:
It was reported that during central processing, the fenestrated bipolar forceps had exposed wires. There was no report of patient involvement. Isi followed up with the initial reporter and obtained the following additional information: the broken cable was silver. There was loss of cautery associated with the broken cable. No arcing was observed during the procedure.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.